Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the baton used in the procedure was returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 19-may-2011 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). A verathon technical service representative evaluated the returned video baton and was able to duplicate the intermittent image by manipulating the cable. It is likely that the age of the device, seven (7) years, caused or contributed to the event. Since there are no repairs available and the customer received a replacement, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was manipulated. No use of a back up device was reported. In addition, no harm to the patient or the user was reported.